Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during an initial hip procedure, the broach inserter fractured while the surgeon was broaching the femur. The surgeon reported no harm to patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; g4; h2; h3; h4; h6. Complaint sample was returned and evaluated against the reported event. Visual inspection notes there are impact marks on the strike plate and the shaft and there is a fracture at the weld location of the stem. Fracture surface artifacts suggest an overload fracture. Xrf analyses confirmed both segments of the handle to be consistent with 17-4 stainless steel alloy. Due to its size, the weld region is challenging to analyze with available xrf equipment, however all attempted weld region measurements indicated 17-4 stainless steel alloy. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.